Event description:
Procedure type: hernia. According to the reporter: the balloon popped, and he is not sure if he exceeded the 30 to 40 pumps or if they used lubrication to assist with balloon insertion. No pt injury was reported.

Manufacturer narrative:
(B) (4)